Manufacturer narrative:
The suspected patient ventilator is an infinity acute care system workstation neonatal care that consists of two main parts which operate mostly independent of each other. The ventilation unit babylog vn500 performs the ventilation and the cockpit infinity c500 is the main display and allows user input. In the provided log file, it can be seen that the ventilation unit and the cockpit stopped operating at the same time. This indicates that the user switched off the device intendedly by using the rocker switch. No hardware malfunction could be identified within the complaint analysis. As a preventive measure, the hospital biomed exchanged the pcb m16.2.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported the unit stopped running while a patient was attached to the machine. There was no patient injury.